Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) reviewed this pacemaker device as longevity jumped back up. The hcp noted that the device had only four months remaining battery last time and then ten months this time. In addition, right atrial (ra) output was higher. Boston scientific technical services discussed how the change in ra pacing could affect longevity. To date, this device remains in service. No adverse patient effects were reported.